Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) and was explanted. There are no allegations against the device function or longevity.